Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model #m-4800-01, s/n: (B)(4). Webster 20 pole catheter, model #d-1171-35-s. Full UDI # information unavailable since the lot number is unknown. (B)(4). Are related to the same incident.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cerebrovascular accident, an esophageal fistula, and death. No medical or surgical interventions were reported. On (B)(6) 2016, ablation procedure was conducted without difficulties, although some esophageal temperature increases were observed. It was noted that the procedure involved 39 lesions, some of which were posterior ablations. There were no product issues reported. Post-procedure, the patient returned to the hospital, via the emergency room, with a stroke. Patient required extended hospitalization as a result of the adverse event. Patient outcome was death. Autopsy revealed an atrio-esophageal fistula. Physician's opinion regarding the cause of the adverse event was that it was related to the atrio-esophageal fistula.